Event description:
The customer stated that the cable from screen was not long enough for safe observation during transfer in ambulance. The customer requested cable to be longer. The customer returned the post transfer pt for urgent cardiac surgery to tertiary referral ctr. Upon walking back to return cardiosave to ccl, the customer strained the muscle in back. The customer felt like this was attributed to the extended handle of the cardiosave while in transport module. The customer also requested that the handle to be made taller in height by maquet. The customer was also requesting that the transport module have larger wheels to aid in module maneuverability less likely to incur injury.

Manufacturer narrative:
Although the customer has requested that the handle of the transport module be changed and made to extend longer in length, they are aware that any changed will be attended by the hospital not by maquet. If changes are made then this would be considered to "off label" use. Any issues that may arise after this has been attended, may not be covered by prod warranty. Regarding the staff that uses the unit, there have been discussions in relation to utilizing the transport module during transport. There has been scenario runs for there are varying heights of nursing staff in the unit from 150-190cm tall. The shorter stature have found transport module easy to use and not troublesome. The staff of 190c, have found it a little awkward; though collective ways of walking have been devised with the unit while it is in its transport mode. This will ensure that there is no strain during transfer. To date, there has been no further issues in regard to the back strain during transfer of pt to another facility." The suggestion for prod enhancement will be communicated to the r and d department. The iabp doesn't require service because there was no malfunction of the device. (B)(4).